Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 169, 265 and 133 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 200 mg/dl and 225 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/14/2017 and customer stated open vial date is last week. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she has just started a new insulin regimen which is making her even more uncomfortable and confident with the results the meter is giving. Customer is storing strips appropriately in bedroom. Customer states that there has been no change in diet. No control available.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 169, 265 and 133 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 200 mg/dl and 225 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/14/2017 and customer stated open vial date is last week. The meter memory was reviewed for previous test result history: the 169mg/dl (B)(6) 2016 05:03 pm fasting: yes, the 265mg/dl (B)(6) 2016 02:40 pm fasting: yes, the 133mg/dl (B)(6) 2016 09:53 am fasting: yes, the 243mg/dl (B)(6) 2016 09:50 pm fasting: yes, the 336mg/dl (B)(6) 2016 06:37 pm fasting: yes. Memory concerns: 265mg/dl, 243mg/dl, 336mg/dl. Customer states that she has just started a new insulin regimen which is making her even more uncomfortable and confident with the results the meter is giving. Customer is storing strips appropriately in bedroom. Customer states that there has been no change in diet. No control available.